Event description:
A customer reported a malfunction on the pump, with no notable events occurring prior to the issue. There was no reported adverse impact to the customer. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.